Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an insulation abrasion. As received, only the connector potion end of the lead was received for analysis. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil which is consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.